Manufacturer narrative:
The device was returned to olympus for inspection. For corrosion on the scope connector cover unit, a root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: water leakage. For the stickiness on the connecting tube protector, based on the results of the investigation, the definitive root cause of the issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the bronchovideoscope to the service center for a separate issue. During the device analysis, the service repair technician indicated that there was corrosion on the scope connector cover unit, and a stickiness on the connecting tube protector. There was no patient involvement.